Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information and results of the final investigation. Updated fields: b5, d4, d8, h2, h4, h6, h11. Corrected fields: e3. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the igniter click several times, the lamp didn't turn on, and the spare lamp light turned on. This issue occurred during set up/inspection for use. There were no reports of patient involvement.